Event description:
Called emergently to bedside of patient with acute change in perfusion/hemodynamic status. Head CT performed with findings of cortical venous air consistent with air embolism. Patient is now stable but remains critically ill. Later evaluation of representative product used for patient demonstrates that filter on the tubing will empty on inlet side then allowing air to enter into tubing by "back priming" the filter with fluid distal to filter. Patient likely received a minimum of 3ml of air. It is unknown exactly how long the patient received air. IV access was a PICC in a scalp vein. Location confirmed on x-ray and estimated catheter tip location svc/ra junction. (Please note this patient has a mixing cardiac lesion so flow will shunt from right to left). IV pump did not alert with air in line as filter was below pump. IV pump is carefusion alaris pump and was not pulled out of service since filter bypasses pump.